Event description:
It was reported that after device preparation and while attempting to load the supera stent delivery system on the unspecified guide wire the nosecone detached. There was no patient interaction. The device was not used. There was no resistance noted. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned and the reported tip separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.